Event description:
(B)(4). I was an athlete. I did marathons, triathlons, etc. About 4 months after essure I started gaining weight for no reason. My joints started hurting, I had low energy, I had frequent uti's, and yeast infections, I had tendinitis everywhere and even had tendons tear doing normal activity; and then started having horrible itchy rashes. Doctor after doctor had no answers. One finally suggested it may be essure. I finally had a hysterectomy to remove the devices. All symptoms except the tendinitis, and easily tearing tendons are gone. I've had to have several surgeries/prp and cortisone injections, but nothing has helped actually resolve it. I wonder if it is just going to be a permanent thing now.